Manufacturer narrative:
C081420-03 summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure around 4 months after placement surgery. The patient has history of diabetes and hypertension. Bone quality was type iii and oral hygiene at the site of the implant was good. During the surgery, periodontal disease and bone resorption was observed. The patient has recovered.